Manufacturer narrative:
(B)(4).

Manufacturer narrative:
It was reported that following insertion the patient experienced pain, infection, urinary problems, bleeding, neuromuscular problems and vaginal scarring. It was reported that the patient underwent robotic total laparoscopic hysterectomy and bso on (B)(6) 2013. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that following insertion the patient experienced bleeding for about 10 months and worse fatigue all day.

Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2010 and mesh and the pelvisoft were implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.